Event description:
Had knee replacement depuy in 2016 knee sharp warm and I haven't been able to think clearly like some type of toxin. Then they gave me (B)(6), told me it was my (B)(6) never took bun. Quest diagnostics, none covered by federal drug and admin. Can't get anyone to run last set of lab work ups issued by primary care. They said the crazy mind effect was from my (B)(6), so they gave me (B)(6) but it still happens like toxin coming from my knee. I had a knee replacement; what did they do to me. Please help. Had a knee replacement. Depuy seems like it's emitting some type of radiation or toxin in my body. Has me mentally confused. Pain, swelling, cracking and popping. After genesight testing through dr (B)(6) office, I had a knee replacement. It's never been the same. In 2016, I experienced what seemed like "gasing", I could see waves in the air and my mental state was crazy. (B)(6) took me to get lab work done and they decided that it was my (B)(6). They gave me (B)(6). I have still had complication. I had to tell dr (B)(6), he ignored it. Finally I got them to do lab work order, the one below.